Manufacturer narrative:
Review of the device history record confirmed this lot met mfg requirements prior to shipment. One 6f angio-seal vip tensioner assembly and sheath assembly were received for evaluation. The tensioner assembly had been placed in the full rear-lock position, but was not inserted into the sheath assembly. The sheath was cut from the hub and slit longitudinally. A 2.64" length of suture exited the carrier tube distal end. Microscopic inspection of the suture end displayed event strands, consistent with being cut by a sharp object. There was no evidence of knot, collagen, or anchor. Neither of the heat shrink tubing segments (clear, black) were on the suture. No anomalies were noted in the carrier tube, tensioner assembly or sheath assembly. Based on the analysis the suture did not break.

Event description:
It was reported that when the physician pulled the angio-seal device out of the arteriotomy site, the suture broke. Bleeding occurred immediately. The pt had no symptoms and an occlusion was not noted; however, the anchor was surgically removed from the puncture site immediately following the incident. The physician removed the anchor because he was concerned about blood flow distal to the puncture site. Reportedly there were no further consequences.